Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. The blood glucose level was unknown at the time of incident. Customer was not able to complete rewind. The insulin pump will be returned for analysis

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm.